Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable drug infusion pump with an unknown indication for use. No drug information related to the event was provided. It was reported the caller (patient¿s family member) mentioned that in the past they had different issues that had occurred and stated that ¿we have had it fall out, quite for no reason that people could discern¿. No further patient complications were reported. Additional information was received from a consumer on 2017-sep-11. It was reported again that the patient's pump fell out. The pump reportedly came through the patient's skin. The patient was immediately put in the hospital and the pump was changed. The patient's pump medication at the time was reported as dilaudid and bupivacaine at unknown concentrations and dosages.